Event description:
Opened package and found that the distal end of the catheter was damaged.

Manufacturer narrative:
Engineering eval: a 3cm segment of the distal shaft was crushed 2-5 cm from the markerband. Conclusion: this defect most likely occurred during the packaging process at penumbra. The DHR of this mfg lot has been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra feb 2010 update to the FDA warning letter dated dec 31, 2009. A review of the device history record (DHR) was completed on part# 1097-02 (lot# l12428) and sub-assembly (B)(4) (lot# l12216). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The DHR review of final assembly (lot# l12428) indicated that 100% inspection of the devices resulted in (B)(4) visual reject. The DHR review of sub-assembly (B)(4) (lot# l12216) indicated that 100% inspection of the devices resulted in (B)(4) visual rejects post hub molding. In addition, all destructive testing was completed per required process monitoring requirements and results met specification. Visual failure could not be attributed to the incident as all parts that failed visual inspection have been rejected and all parts released met specifications. No other anomalies were found with this lot due to the mfg process. The parts released in this lot met process requirement.